Event description:
It was reported that this was a possible case for lead diagnosis. It was reported that an implanted neurostimulator showed an elective replacement indicator. Electrode was also out of range. The battery was replaced. No new information

Manufacturer narrative:
Concomitant medical products: product ID: 3550-67, lot# unknown, product type: screening device. Product ID: 3387 -40, lot# j0451702v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0451702v, implanted: (B)(6) 2005, product type: lead. (B)(4).